Event description:
Procedure: lap gastric bypass. Reportedly, two loading units were fired to complete the stomach transection. Two hrs after the surgery, around the area of the staples, the fundus transection started bleeding abundantly. To correct this event, the staples were reinforced with a manual suture.